Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the (B)(6) 2007, shortened replacement window advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. Additional analysis is pending.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was end of life with a battery voltage of 2.39 volts. Review of device memory noted that the right ventricular pacing output was programmed at a higher level than the value used in the original longevity calculation; the resulting longevity prediction calculation indicated that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests was conducted to verify the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.